Event description:
A customer in (B)(6) reported a (B)(6) oxacillin result for a (B)(6) ((B)(6)) strain from a patient isolate in association with the vitek®2 ast-p631 test kit (lot 7310555203). The customer reported using uri (uriselect 4) media for testing. The results were: cefoxitin screen test = (B)(6). Penicillase g mic value = 0.12 mg/l (B)(6). Oxacillin mic value = 1 mg/l (B)(6). Two alternative methods, plp2a and cefoxitin disc diffusion method, were both (B)(6). The customer stated the strain had a modified pbp (penicillin-binding protein) phenotype, and that the methodology, quality control and storage conformed. As the uri media is not a validated culture media for vitek 2, biomérieux requested the customer perform a retest of the strain using a validated media (cos media). The results were: cefoxitin screen test = (B)(6). Oxacillin mic value <= 0.25 (B)(6). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in france had reported a false susceptible oxacillin result for a staphylococcus aureus ((B)(6)) strain from a patient isolate in association with the vitek®2 ast-p631 test kit (lot 7310555203). An internal biomérieux investigation was performed using the patient isolate submitted by the customer. The presence of mrsa strain was confirmed by pcr meca positive and kirby bauer cefoxitin (fox kb) resistant. The reference method (agar dilution) for oxacillin (ox) gave resistant results (ox mic value = 32 mg/l r). Tests were performed on the product and system (vitek 2 v7.01) impacted : for the vitek 2 ast-p631 card, one (1) customer lot (7310555203 called cl) and one (1) random lot (7310451403 called rl) were tested from cba subculture, results are the following : -cl and rl : ox mic = 0.5 mg/l susceptible, oxsf negative test with "wild" phenotype. -the ox values do not correlate with the reference mic (32 r). -the oxsf negative tests are not correlated with the disc diffusion result (fox kb r). The combination of ox mic = 0.5 mg/l and an oxsf test negative does not allow the detection of a mrsa strain. Customer's results were reproduced internally (oxacillin susceptible and oxsf negative test). The strain exhibits later growth in the incubation cycle as compared to typical staphylococcus aureus isolates. Additional testing using vitek 2 systems software version v8.01 detected (B)(6) on both lots. With version 8.01, oxsf test was positive and ox category was corrected, by aes, susceptible to resistant (mic = 0.5 mg/l on both lots tested). An additional bioart rule has been provided to complement the existing vitek 2 software version 7.01: bioart rule 34 for (B)(6) customers with fsca 3760 on (B)(6) 2018. The new bioart rule is triggered by: - an ox mic </= 0.25 and 0.5 mg/l - combined with a negative result for oxsf - and an ofl result of resistant. With those two (2) bioart rules activated, under prescribed conditions, the user is alerted through a comment on the lab report, and the software stops the analysis requiring a review by the customer for the possible presence of a staphylococcus aureus strain that does not fully express its oxacillin resistance. In this case, it will suggest to confirm the resistance phenotype by an alternative method (e.g. Meca pcr, pbp2a). The new bioart rule would have been triggered for each lot tested with this strain (ofloxacin r) on vitek 2 v7.01 version.